Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: j216789, ubd: 23-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no pre-dilation was performed and no anatomical anomalies were seen in computed tomography (CT) scan. The valve was implanted into the patient's annulus using a confide guidewire. The physician then tried to remove the nose cone of the delivery catheter system (dcs) by pulling back the guidewire to lift it up, but this attempt failed. The physicians pushed the nose cone further into the ventricle and repeated the process without success. Afterwards, the physicians partially closed the capsule of the dcs in an attempt to center the nose cone, but to no avail. The confide guidewire was completely removed from the dcs, however this did not work either. During every attempt, the nose cone got stuck at the inflow of the valve in the outer curve, and did not center itself. Finally, the physician decided to snare the nose cone to lift it up enough to remove it from the ventricle. During preparation for this, the nose cone got stuck at the inflow crown and the dcs shaft moved towards the inner curvature of the aortic arch. Per the physician, this was an indicator of tension. The fluoroscopy temporarily stopped working and when it became functional again the valve had already dislodged from the annulus. After the dislodged valve was snared using two snare catheters, a dissection of the ascending aorta distal to the non-coronary cusp (ncc) was noted. A second valve was implanted, and no further standing contrast was noted. However, the dissection was still visible in echocardiogram. The patient underwent surgery later the same day, but did not survive.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record (j216789) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for analysis. The subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the primary event of aortic dissection is assessed as likely related to the valve when it dislodged aortically out of the annulus. The valve dislodgement is likely related to the dcs during difficulty recapturing the nose cone through the valve where it got stuck on the inflow crowns. The death is likely related to the aortic dissection during surgical intervention. Vascular injuries such as dissection, is a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). A second valve was implanted, and no further standing contrast was noted. However, the dissection was still visible in echocardiogram. It was determined that, based on the information provided, the primary event of aortic dissection is assessed as likely related to the valve when it dislodged aortically out of the annulus. The valve dislodgement is likely related to the dcs during difficulty recapturing the nose cone through the valve where it got stuck on the inflow crowns. The death is likely related to the aortic dissection during surgical intervention. The patient underwent surgery later the same day, but did not survive. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed. As reported, the medical history of the patient, especially the age, was a contributing factor to the patient death. Based on medical safety assessment, the death is likely related to the aortic dissection during surgical intervention. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The reported event indicated that the nosecone of the dcs was difficult to withdraw. It was reported that the physician tried a number of maneuvers to center the nosecone of the dcs before withdrawal but was unable to. During every attempt, the nose cone got stuck at the inflow of the valve in the outer curve and did not center itself. It was reported that the nose cone got stuck at the inflow crown and the valve dislodged from the annulus. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut fx system instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: twelve media files were provided for review. Patient¿s executive summary was not provided for anatomical review. It was reported that difficulties were encountered while attempting to remove the nose cone. Evidence supports that during removal of the delivery catheter system, the nose cone interacted with the inflow of the valve which might have resulted in aortic dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. An angiogram performed during positioning of the second delivery catheter system for deployment, showed an evident aortic dissection that appears to originate above the non-coronary cusp. Cause of the aortic dissection cannot be determined. The second valve was implanted, and final angiogram shows that the dissection was still visible. It was reported that the patient underwent surgery but died. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: death; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Updated b.5, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the access site was the right common femoral artery. The cause of the dislodgement was the nose cone of the delivery catheter system (dcs). The dissection was treated via surgery. Per the physician the valve contributed to the dissection and subsequent death. The delivery catheter system (dcs) unlikely contributed to the dissection and death, however cannot be ruled out. Per the physician, the sheath and guidewire did not contribute to the dissection. The medical history of the patient, especially the age, was a contributing factor to the patient death.